Manufacturer narrative:
Ohmeda has attempted and been unsuccessful in retrieving the actual comlaint unit. Add'l info has been obtained on the set-up and solutions used. The info has been confirmed that the usage of the devices did follow the device lebeling. The directions for use indicate "open package but maintein sterility of monitoring kit. Verify that all connections are secured and all stopcock handles are pointed in the desired directions." As the complaint investigation could not confirm the complaint, no corrective actions are indicated. No further info will be provided.

Event description:
Co's blood monitoring kit was used. The blood leakage occurred between the tubing assembly connected to the transducer screw collar. The pt is fine.